Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift. A customer reported that during patient¿s transfer, a spreader bar lowered unintentionally with fast speed. No injury occurred. After the event arjo representative visited the customer to provide a device inspection. No malfunction was reported. During visit customer confirmed that that during the transfer movable part (inner and outer) in the mast were blocked by a bed side rail. The review of previous complaints with similar description showed that there is possibility that strap (part of the mast which is responsible for device up and down movement) can unrolled itself. This can happen when the button on the hand control is constantly pressed and the movable part of the mast is blocked by an obstruction. The instruction for use (IFU) for maxi move contains information that: ¿caution: before and during operation of the power dps spreader bar, ensure all obstructions are clear of the spreader bar, supporting frame and jib.¿ to sum up, the maxi move lift was being used with a patient at the time of the event and played a role in the reported event. No injury was reported. The unintended movement was reported by the customer and from that perspective, device did not perform as intended. The complaint is reportable due to indication that fast unintended movement occurred during the transfer.

Manufacturer narrative:
Collectin of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It as reported that during patient transfer the lift moved down unintended.